Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was placed into the patient's radial artery in the cctc at approximately 1100 hrs. At 2230 hrs. They were unable to pick up tracings. The line was flushed and redressed and it still would not work. As a result, the line was removed. There was no delay in treatment and no patient death or complications reported.